Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the rptr: the balloon burst inside the pt's cavity while inflating. The balloon was pumped between 30-40 times. The pieces were retrieved from the cavity. A new instrument was used to complete the procedure. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.